Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message on the 8th day of wear with the adc freestyle libre 2 sensor and experienced loss of consciousness. Customer was able to self treated with glucose injection. There was no hcp or third-party intervention reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section d1 was erroneously populated as freestyle libre 14 day and has been updated as freestyle libre 2 in this report.

Event description:
Customer reported receiving a "replace sensor" message on the 8th day of wear with the adc freestyle libre 2 sensor and experienced loss of consciousness. Customer was able to self treated with glucose injection. There was no hcp or third-party intervention reported. There was no report of death or permanent injury associated with this event.